Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The following sections were updated; g4, g7, h2, h10. Upon further review, this is not a reportable malfunction. Per the facility, the complained device was marked in error as a positive culture. There are no malfunctions reported on this device at this time.

Manufacturer narrative:
An investigation is ongoing to obtain additional information regarding the reported event. The was returned to olympus and is pending evaluation.

Event description:
The service center was informed that the scope cultured positive for an unknown organism. There was no patient involvement reported.